Manufacturer narrative:
Intuitive surgical, inc. Received the stapler sureorm 60, isi did receive a da vinci product to perform failure analysis investigation. Failure analysis investigation confirmed but did not replicate the involved with this complaint and completed the device evaluation. The instrument was found to have an unclamp failure based on the log review. The instrument was installed on an in-house system. The instrument passed the initialization test. The instrument moved intuitively with full range of motion in all directions. The instrument was clamped and fired with two (2) green and one (1) black reloads successfully. The instrument unclamped as expected after each fire. The complaint regarding the sureform 60 stapler instrument stuck was confirmed but not replicated by failure analysis, which indicates that the device did contribute to the reported event.

Event description:
It was reported that during a da vinci-assisted right hemi-colectomy surgical procedure that the sureform 60 stapler instrument was described as being stuck. The procedure was completed with a similar backup instrument with no reports of patient injury. Intuitive surgical inc (isi) followed up with the initial reporter and obtained the following additional information: the stapler was not working properly prior to the case. The stapler was exchanged for another one, the nursing staff was able to get the stapler unstuck with the help of tech support. There was no patient involvement.